Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with insulin pump. It was reported that the customer had insulin flow block alarm during priming. The troubleshooting was performed and was changed complete set and was resolved (infusion set and reservoir). It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.